Event description:
It was reported that the patient was playing basketball when the ilet pump¿s screen sustained physical damage, resulting in a cracked led display and necessitating a replacement device. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting, education on shutting down the device to prevent alerts, confirmation that data would not transfer to the replacement, and logistical arrangements for device return with a provided shipping label. Investigation of this case revealed damage to the display component consistent with external impact, with the device otherwise functioning without alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to accidental impact.